Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:3006705815-2020-32337. It was reported that a cerebrospinal fluid leak occurred during a trial lead placement procedure on (B)(6) 2020. Following the procedure the patient experienced a headache. The issue has since been resolved.